Event description:
Philips received a complaint on the defibrillator indicating that ¿the device was opening lately¿ and the som pca part was defective. The defective part needs to be replaced with a new one. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
During the evaluation, the bench engineer determined that the device was opening slowly due to a defective som pca (system on module printed circuit assembly). As a result, the dfm100 assy som (453564489051) was replaced to resolve the issue. The device was then returned to service and delivered to the customer.